Event description:
53 year old pt underwent an endoscopic procedure. Bladder perforated and foley catheter inserted. Physician believes cysto table not functioning properly and was a causative factor in pt outcome. Stay extended, but no surgery required.